Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The control panel was recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failure of the unit to switch to manual ventilation when requested, during preuse checkout. There is no report of patient involvement.